Manufacturer narrative:
(B)(4). Concomitant products: stent: 2.5x23 mm xience prime, 2.5x38 mm xience prime, resolute. Unique device identifier (UDI): (B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Stenosis is listed in the xience prime long length everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a coronary stenting procedure with placement of two 2.5 x 38 mm xience prime stents and a 2.5 x 23 mm xience prime stent in the right coronary artery (rca), overlapping. On (B)(6) 2015, the asymptomatic patient was seen for a follow up coronary angiogram. In-stent restenosis was noted in the first xience prime stent implanted in the distal rca. The other xience prime stents implanted in the rca were noted to be patent. Angioplasty was performed and the restenosis resolved. No additional information was provided.